Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on the first and second proximal rows, stent struts were lifted and pulled in a distal direction. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 14-may-2018. It was reported that crossing difficulties occurred. The target lesion was located in the mid left anterior descending artery. Following pre-dilatation with a balloon, a 2.75 x 38mm promus element¿ plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The procedure was completed with a 2.50 x 38mm promus element¿ plus drug-eluting stent. No patient complications were reported. However, returned device analysis revealed proximal stent damage.